Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, unexpected restart, failed battery test, and battery out limit. The customer stated that the motor error alarm had occurred during normal device use about 6 months prior to the call. The customer's blood glucose was 187 mg/dl. He noted that he had dropped the insulin pump quite a few times. He was also unable to troubleshoot when the unexpected restart alarm occurred because the insulin pump's display went blank. He did not observe any corrosion or damage to the battery cap, battery compartment or spring. His blood glucose was 117 mg/dl during the blank display. He reported that the insulin pump had been exposed to rain water. He was unable to review the device's alarm history due to the blank display. He was unable to complete the troubleshoot procedure, as the call had been disconnected.